Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was in the 500's (mg/dl). To address bg, customer delivered a bolus via the pump. Reportedly the customer continued to use the pump for insulin therapy.